Event description:
It was reported that an ilet user experienced hyperglycemia after consuming food without announcing or checking blood glucose, with a reported blood glucose high of 450 mg/dl and subsequent decline to 228 mg/dl after supply change and corrections. Symptoms included no reported clinical symptoms. Outcomes included transient hyperglycemia without need for medical intervention or hospitalization. Investigation included customer service troubleshooting, education on meal announcements, and guidance to change infusion supplies and allow the system to deliver correction doses. Investigation of this case revealed that the infusion set and tubing appeared intact and that the event was likely associated with missed meal announcement rather than device malfunction. It was concluded that the device functioned as designed and that user-related factors were the likely contributor to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.